Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the surgeon was using the ar-1530p-cp forefoot ib implant system and inserted the 3x8 tenodesis screw in the first metatarsal with a 1.3 tigerlink. As the surgeon was trying to remove the driver from the 3x8mm tenodesis screw, the tip of the driver snapped off and stayed in the tenodesis screw. The surgeon did not remove the tip of the driver that snapped off from the tenodesis screw. After observing, the surgeon decided that they did not want to remove the broken driver tip. The bone was prepped by using the guide wire, and cannulated drill included in the ar-1530p-cp. The guide wire was placed bi-cortical and the cannulated drill was also drilled bi-cortical. The bone quality was very hard. Additional information received on 12/23/2019: the rep reported the remaining driver is available to return for evaluation. The rep stated to their knowledge the surgeon verified that the broken driver tip was not sitting proud of the screw, and made the decision to leave it in the implanted tenodesis screw. The rep does not have access to any x-ray copies. The procedure being performed was an hallux rigidus arthroplasty with arthroflex dermal allograft.